Manufacturer narrative:
Patient information was unavailable from the site. No parts have been replaced or returned to the manufacturer for evaluation. A medtronic representative has not inspected the system on-site. No findings possible.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door was not opening properly. The system was rebooted without resolution. The door was opened manually and the functionality was checked. At this point, the door functioned normally, and opened/closed as it should. The imaging system was then used to complete the procedure after a reported delay of 30 minutes. The patient was not impacted.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.